Manufacturer narrative:
To date, the devices involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The integra sales representative received two ins8301 into consignment and the end of both boxes were open. This prompted the sales representative to make sure levels were still there. There were holes in both unit packaging over the burette (one at vent and one at -35ml mark) one unit also has some abrasive looking areas over drainage bag. There were no patient contact, no patient injury, no patient prepped for surgery, and no delay in surgery. The problem occurred in an office setting in the hospital.